Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer performed troubleshooting and found that occlusion was coming from the cartridge, and noticed small cracks in the cartridge. Customer has started wearing her pump in a case, and stated that since then no further occlusions have been received.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.